Event description:
It was reported that the patient had revision surgery due to a cholesteatoma which partially pulled the electrode array out to the cochlea. The patient continued to be monitored by the center. The patient's cii device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.